Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Based upon the info provided, the user facility was not reprocessing their endoscopes in accordance to the instructions for use. The user facility had not been reprocessing the endoscopes in an automated endoscope reprocessor (aer) but the user facility was reportedly soaking their endoscopes in an unspecified high-level disinfectant. An olympus endoscope support specialist (ess) has visited the user facility and provided in-service training to the user facility personnel regarding the appropriate reprocessing of endoscope. The ess has also provided the user facility reprocessing dvd's and educational materials for additional references. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility had not been reprocessing the auxiliary water channel on their gastroscopes. There were no reports of any pt infections or cross contamination.